Event description:
(B)(4) he provider states the cable and brake assembly is broken. The provider states she is not the original dealer for the chair and the end user is in the process of getting a new one. The caller didn't have additional information regarding the chair nor the consumer (B)(4).

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.